Event description:
The following has been reported: no harm of patient reported nor an active infusion being stopped. Physical damage: damaged on outer casing near power button. A review of the logs has allowed fresenius kabi engineering to review and identify the following issue: mechanical hardware failure (housing). The device was returned for evaluation. Visual inspection of the device before being opened found a crack in the rear housing. Device was opened to inspect for internal damage and connection integrity. The housing for the resistor drive is damaged. This housing was replaced during investigation. Fva pins and their respective channels were cleaned and had their lip seals replaced. All loading pins had a significant amount of debris built up. Loading pins and their respective channels were cleaned and had their lip seals replaced. Resistor motor drive was rehomed to zero. The frm flex cable was replaced. A screw boss for the main pcba is damaged. The wifi antennae near the resistor drive is loose and will need to be reseated. After device was reassembled, mock infusion testing was performed. During testing, a red pump alarm occurred. Log files were reviewed and found a failure with the spring cage. Spring cage was replaced, failure persists. Further inspection found one of the screw bosses for the fva is misshaped. This failure should be corrected when the front housing assembly is replaced. Reporting as a conservative measure for the spring cage alarm during investigation. No adverse effects were reported.